Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent fluctuating blood glucose with postprandial hyperglycemia followed by corrective dosing that contributed to hypoglycemia while using the ilet bionic pancreas, despite consistent meal announcements and carbohydrate entry. Symptoms included hyperglycemia up to 280 mg/dl and hypoglycemia to 51 mg/dl requiring oral glucose, with device alerts for highs and lows and no medical intervention or hospitalization. Outcomes included prolonged daily variability over months, user dissatisfaction, and use of oral glucose to treat hypoglycemia without backup therapy or ketone testing. Investigation included review of available glucose data and user reports by support staff with escalation to clinical resources. Investigation of this case revealed no device alarms of malfunction and no reported hardware component failure, with performance concerns centered on perceived insufficient meal insulin and subsequent aggressive correction leading to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to therapy management factors rather than a confirmed device malfunction.